Event description:
The complainant reported that the patient on impella cp support had some bleeding from the access site. Pressure was held and the bleeding was resolved. The next day, there was a large hematoma at the access site. Vascular surgery removed the impella in the or. The right femoral cutdown was done and the vessel was looped into the femoral artery for stabilization. After impella was removed, the femoral artery was repaired, hematoma evacuated, and groin closed. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿